Event description:
It was reported that the image of the gastrointestinal videoscope was fuzzy/blurry. The issue occurred during a diagnostic upper endoscopy procedure. The procedure was completed using the device. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.